Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and pump history showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to leave wall adapter plugged into a confirmed working outlet for at least 30 minutes, after which pump began charging, and no change of charging supplies was needed.